Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the failure of instrument grip tang ¿ dislodged. The grip tang was found to be dislodged from its normal position. As result of this dislodging, the grip tang stuck to the cannula during the removal of the instrument from the in-house system. The grips do not show cracking damage.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to excessive force applied to the instrument tips during handling or accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a difficulty in removing the forceps due to contact between the moving part and the tip of the port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was not in strong grip mode at the time of the event. The customer believed the hook in the list has come loose, and that's what's causing it to get stuck. The surgeon was able to successfully open the jaws intraoperatively and it was opened in normal way. The jaws were not stuck on the tissue and there was no bleeding observed due to the unclamping issue.